Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys ft4 ii assay (ft4) and the elecsys tsh assay (tsh) on an e602 analyzer. The erroneous ft4 result was not reported outside of the laboratory. The erroneous tsh results were reported to a consultant. The consultant did not believe the results. This medwatch will cover tsh. Please refer to the medwatch with patient identifier (B)(6) for information related to ft4. The sample initially resulted as 51.36 pmol/l for ft4 and 0.665 for tsh miu/l when tested on the e602 analyzer. The sample was repeated on an abbott analyzer on (B)(6) 2016, resulting with a ft4 value of 12 pmol/l and a tsh value of 1.3 miu/l. It was stated that ft4 result from the e602 analyzer did not match the clinical condition of the patient. It was also stated that the patient had a previous sample where a similar result difference was noted and the ft4 value from this sample did not match the patient's clinical condition. No further details were provided regarding the previous sample. The e602 analyzer serial number was (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations determined that the sample contains an interferent to the streptavidin used in the ft4 assay. The lower tsh value may also have been caused by this same interfering factor. This limitation is covered in product labeling.